Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received for evaluation.